Event description:
It was reported the pt was unable to adjust the stimulation with the pt programmer. The display indicated a power on reset (por) condition had occurred. The pt had problems recharging due to coupling and/or communication issues with the device. The pt had not charged or felt stimulation for 30 days. An ins overdischarge was suspected. Problems with recharge coupling was the primary reason for the suspected overdischarge. The battery had been depleting very quickly. The pt was recharging every other day. The pt had lost a lot of weight and the ins could be felt in the pocket, slightly tilted, very superficial to the surface of the skin. A physician mode recharge was attempted. It was possible to get to the normal recharging screen with 2 coupling bars before it jumped to 6 coupling bars. Following the physician mode recharge, the device again showed a por condition. The pt was able to clear the por and turn the stimulation back on with the recharger. The pt was recharging with the battery indicator at 3/4 full. The pt was going to be seen in the clinic to check impedances and perform a recharging longevity calculation. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).